Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that corrosion was observed on the pump housing. Reportedly, the customer was experiencing difficulty loading a cartridge due to the corrosion. There was no impact to the customer's blood glucose level. The customer had manual injections available as alternate insulin therapy.